Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. No product returning to manufacturer

Event description:
It was reported that after the customer received an occlusion alarm after loading a new cartridge. Troubleshooting was performed and determined that the occlusion was coming from the cartridge. There was no impact to customers` blood glucose level.